Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. The two devices were returned with the needle release button depressed (step 2 of 2) which is in the activated lockout position. The needle mechanism was tested and was verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
Patient returned two devices with a hand written note stating on the dates of (B)(6) 2021 the v-go ws applied at 8pm and the needle came out at 10:30 pm. The second device worn on (B)(6) 2021 applied at 8pm and the needle came out at 4:45 am .